Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Device underwent delivery accuracy testing; results found the device to be delivering within specification. Thr reported customer complaint has been unable to be confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume accuracy during testing. There was no patient involvement.